Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's insulin gauge remained static at 80 units after approximately 80 units of the 200 had been used. Blood glucose was 300-400 mg/dl. The customer declined to reload the cartridge at the time of the report.